Event description:
The user facility reported that their reliance 777 washer was leaking. The leak was reported to have spread away from the unit on the floor. No procedural delays or cancellations occurred. No injuries to hospital staff or patients reported.

Manufacturer narrative:
A steris service technician arrived on-site and found the leak to be coming from a drain line hose located underneath the unit. The technician replaced the hose and ran a test cycle; the unit was confirmed operational and returned to service.